Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance for complete pump reset, and successfully performed reset, after which cgm error message did not occur again.